Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Were any issues with device performance or staple form noted? No malformation was noted during the case. Did patient receive chest tube during or immediately after procedure? Patient received during procedure. How long after initial procedure was leak identified? 1 day. If chest tube placed intraoperatively, how long after removal did patient present with post-op air leak? 1 day. How was the post-op care of patient changed? Patient was monitored and leak subsided on its own. Approximately how much longer than usual was chest tube in place? 2 days. What is the current patient status ? Patient has returned home and recovering as expected.

Event description:
It was reported by the sales rep that intra op of a vats lobectomy, air leak. Progel was used to close the leak. The leak was not fixed during the procedure and the patient is being monitored.